Event description:
According to the reporter, the customer had a bravo capsule that failed to attach during a procedure. There was no patient harm or intervention required and the patient condition is reported as being stable. A repeat procedure was not performed and there was nothing unusual about patient or procedure. An endoscopy had been performed prior to the bravo procedure and esophagus appeared to be normal. Capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One capsule was received for evaluation and investigated visually for external damage. The capsule was disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. There was no sign of tissue or blood. The capsule electrodes were okay. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.